Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction ablation procedure, and during insertion, the optrell catheter could not pass through the hemostatic valve of the vizigo sheath. Even after re-inserting with the insertion, the issue was not resolved. The issue was resolved by replacing the vizigo with a new one. The procedure was completed without patient consequence. Additional information was received which indicated that when they were trying to put the catheter into the sheath, there was resistance, and the catheter could not go past the valve. The hemostatic valve was damaged. Additional information was received on 02-jul-2025. It was indicated that the hemostatic valve seemed slightly deformed, but no obvious cracks or leaks were observed. The hemostasis valve did not dislodge but appeared to be moving slightly inside the hub. Device investigation details: the carto vizigo sheath product was returned to johnson and johnson medtech for evaluation. Visual and functionality and backpressure tests of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the sheath. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. A dimensional test was performed, and outer diameters of the device were found within specifications. Back pressure test was performed, and water leakage was observed coming through the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve damage could be related to the resistance issue reported. A device history record evaluation was performed for the finished device number 60000517 and no internal action was found during the review. The hemostatic valve and impeded device issues reported by the customer were confirmed. The potential cause of the issue with the valve could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure, and during insertion, the optrell catheter could not pass through the hemostatic valve of the vizigo sheath. Even after re-inserting with the insertion, the issue was not resolved. The issue was resolved by replacing the vizigo with a new one. The procedure was completed without patient consequence. Additional information was received which indicated that when they were trying to put the catheter into the sheath, there was resistance, and the catheter could not go past the valve. The hemostatic valve was damaged.